Event description:
Per the clinic, the patient was treated for an infection around the abutment (date and nature of treatment not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.